Event description:
The patient was lifting weight approximately 3 months post implant, which resulted in dislodgement. The physician attempted to reposition this lead, but tissue in the helix prevented a stable position. This lead was explanted and has been retained by the hospital. Should additional information becomes available, this event will be updated.